Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no unexpected numbers scrolling during testing. The insulin pump was received with cracked case at the display window corner, reservoir tube lip, minor scratched lcd window, cracked belt clip slot and battery tube threads.

Event description:
It was reported the numbers on the customer's insulin pump were continuously scrolling in the absence of button press. The customer's blood glucose was 250 mg/dl, which was treated with insulin. No significant events leading to the keypad issues were recalled. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.